Event description:
It was reported when the device was used during an unknown procedure, the staples would not close. It is unknown how the case was completed. There were no reported consequences to the patient.